Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products - regenerex biomet primary tibial tray 75 mm with locking bar, catalog :141274, lot: 295310; vanguard knee system cr femoral ¿ left 67.5 mm, catalog: 183070, lot: 800010; vanguard knee system as tibial bearing 10mm 75 mm, catalog: 189080, lot: 553000; biomet modular tibial locking bar, catalog: 141205, lot: 125220. This report is number 2 of 6 mdrs filed for the same patient (reference 1825034-2017-00517 / 1825034-2017-00522).

Event description:
Patient underwent a total knee revision due to continued pain and stiffness 17 days post bearing exchange.